Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully pressed, but the plug did not separate from the device upon removal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The deployment button was fully depressed and flush against the handle, and the exoseal vcd along with the vascular sheath introducer was removed as a single unit approximately 1¿2 seconds after button depression. Upon removal, the plug was not released and was found fully inside the shaft. The indicator wire was still visible upon removal. There was no tortuosity in the access vessel. The procedure was performed using a retrograde approach. The physician was certified for exoseal vcd use. There was no visible device or packaging damage prior to use. One exoseal device was used. Angiography confirmed that the femoral artery was suitable for closure with a vessel diameter of at least 5 mm and an insertion angle between 30¿45°. There was no calcium, plaque, stent, or greater than 50% stenosis near the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis with no identified french size catheter sheath introducer was returned inserted on the unit. The indicator window was received in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving indicator wire retraction and the expected plug deployment. The indicator window black/white/red position was also obtained. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿vascular closure device (vcd) deployment difficulty unable¿ and ¿indicator wire unable to retract¿ were not observed during analysis of the returned device. During the analysis, the deployment lever was able to be fully depressed, resulting in plug deployment and indicator wire retraction, and no anomalies were noted in the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available and the product analysis, it is difficult to determine which factors may have contributed to the reported deployment difficulty and inability to retract the indicator wire, as the device was received with the deployment lever not depressed and the plug deployment and indicator wire retraction mechanism had not been activated. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed." Potential factors could be incomplete depression of the deployment button, which can contribute to both wire retraction issues and incomplete plug deployment issues. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully pressed, but the plug did not separate from the device upon removal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The deployment button was fully depressed and flush against the handle, and the exoseal vcd along with the vascular sheath introducer was removed as a single unit approximately 1¿2 seconds after button depression. Upon removal, the plug was not released and was found fully inside the shaft. The indicator wire was still visible upon removal. There was no tortuosity in the access vessel. The procedure was performed using a retrograde approach. The physician was certified for exoseal vcd use. There was no visible device or packaging damage prior to use. One exoseal device was used. Angiography confirmed that the femoral artery was suitable for closure with a vessel diameter of at least 5 mm and an insertion angle between 30¿45°. There was no calcium, plaque, stent, or greater than 50% stenosis near the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.